Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a treatment setup, on three (3) profore kit lff case 8 the layer #4, flexible cohesive bandage, becomes increasingly difficult to unroll the further down the roll it gets. Patient experiences increased tugging as product is applied, and product sometimes frays or punches through with holes. Treatment was completed with a backup device.

Manufacturer narrative:
H3, h6: the device was returned for evaluation, confirming the reported event. Visual inspection noted no obvious defects, functional evaluation confirmed the profore layer 4 was difficult to unwind. A documentation review has been conducted, confirming previous complaints of this nature, with corrective actions assigned, which established and inadequate standard operating procedure as the root cause. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no additional corrective actions deemed necessary.